Manufacturer narrative:
Additional information was received after initial reporting which determined that the event reported on MFR# 8030665-2023-00975 was not a reportable event related to fmc products. The cause of the peritonitis event was attributed to a catheter site infection. There was no serious injury, adverse event, or reportable malfunction related to a fresenius product or device. There will be no further updates on MFR# 8030665-2023-00975.

Event description:
On (B)(6) 2023 it was reported that this peritoneal dialysis (pd) patient was diagnosed with peritonitis. No further information was provided. Attempts to obtain additional information were unsuccessful. No further details pertaining to the peritonitis event are known.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis therapy utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the peritonitis event. Although no information was provided related to culture results or the determined cause of the peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
On (B)(6) 2023 it was reported that this peritoneal dialysis (pd) patient was diagnosed with peritonitis. No further information was provided. Attempts to obtain additional information were unsuccessful. No further details pertaining to the peritonitis event are known.